Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator that with diagnostic codes 5001 (safety valve open alarm)and 4019 (air motor error). This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.

Event description:
The customer reported a ventilator that with diagnostic codes 5001 (safety valve open alarm) and 4019 (air motor error). This event was reported as having occurred during clinical use. There was no allegation of harm associated with this report.